Event description:
The event is reported as: complaint alleges that the purple port for subglottic suctioning came off while the pt was intubated with the tube. The medical attendant covered the hole with tape and the pt remained intubated. No pt injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.